Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had rewind anomaly, bolus can not be longer given by insulin pump. The customer¿s blood glucose value was unknown. The customer was reported that the insulin pump was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with spi to motor pic communication error during rewind due to jammed motor gearbox. Unable to confirm prime/fill anomaly due to spi to motor pic communication error.